Event description:
It was reported that the c-arm was continuously moving and making a clicking noise. No injury reported. An applications specialist spoke with the technologist and advised to reboot the system. A field engineer was dispatched to the site and it was determined that the table control panel and the c-arm rotational switches needed to be replaced. Once this was completed the system was working as intended. Attempts to obtain additional information were unsuccessful.